Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022. The patient received an inappropriate shock.   The device was started up at 19:22:39 on (B)(6) 2022. At 23:13:01 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus bradycardia @ 20 bpm with bbb. At 23:14:13, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The rhythm at the time of treatment was sinus bradycardia @ 30 bpm with bbb. The post shock rhythm was sinus rhythm @ 70 bpm with motion artifact. The electrode belt was disconnected at 10:47:36 on (B)(6) 2022. The patient passed away on (B)(6) 2022.